Event description:
The biomedical engineer (bme) reported that the gz transmitter was experiencing a boot loop. They attempted to remove the batteries and replace them with new ones, but the boot loop persisted. Discovered during setup, not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter was experiencing a boot loop. They attempted to remove the batteries and replace them with new ones, but the boot loop persisted. Discovered during setup, not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter was experiencing a boot loop. They attempted to remove the batteries and replace them with new ones, but the boot loop persisted. Discovered during setup, not in patient use. Investigation summary: no visible physical damage or scratches were observed; however, signs of liquid exposure were noted. The reported issue of "boot looping" was successfully duplicated during testing, confirming that the screen does not start up and the unit remains in a boot loop. The root cause is determined to be liquid exposure, which led to hardware failure and boot looping of the unit. Additional information: b4 date of this report; g3 date received by manufacturer; g6 type of report; h2 if follow-up, what type? H3 device evaluated by manufacturer; h6 event problem and evaluation codes; h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gz transmitter was experiencing a boot loop. They attempted to remove the batteries and replace them with new ones, but the boot loop persisted. Discovered during setup, not in patient use.